Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the surgeon was dissatisfied with the implant for unknown reason.

Manufacturer narrative:
Additional information: h4, h6. The reported event could be confirmed based on the post op CT scans provided by the surgeon as well as during review of the post op CT scans provided. During surgery, the sales rep reported bone swelling and the presence of unremoved calcifications, along with a 10-minute surgical delay. Stryker¿s custom design team conducted a complaint analysis and confirmed that the implant was designed per specifications and procedures ((B)(4)), with no device deficiencies identified; brain swelling and calcifications were noted postoperatively, and the design proposal had advised their removal to ensure proper implant fit. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.